Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt is experiencing hazy vision. There is no report of affecting the daily living activities of the pt. Additional information was received that the lens was exchanged for a different lens.